Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she felt the reservoir broke. The insulin pump alarmed no delivery. Customer's blood glucose level was 429 mg/dl. The insulin pump had fluid in the insulin pump. The self-test passed. The device was not returned.